Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and fecal incontinence. It was reported that they can tell the therapy was not working right for the last weeks or months. They realized the handset charge level was depleted so charged everything to try to turn it up a notch and it was all at 0.0 and turned off. The patient had not changed the program and did not know how therapy got turned off. Reviewed considerations regarding amplitude adjustments and program use per patient inquiry. Patient was not certain which program they should be on so decided to start with program 1 and adjust amplitude until they felt stimulation sensation. Reviewed option to follow up with managing physician to have usage logs reviewed.

Event description:
Additional information was received from the patient. They reported that a few days after they turned the implant back on, they started to have pain at the ins site. Patient stated it was "super painful," and not like the "pain" they would usually feel in other spots. Patient services attempted to clarify the comment about pain in other spots, and the patient stated they meant they were describing the normal stimulation sensation and that it wasn't painful but where they would feel the stimulation when they increased. Patient stated the pain they were currently having at the ins site was not like those previous sensations. Patient denied having had any falls or traumas that would have led to the issue and they thought it odd that the pain started not long after they turned the ins back on. Patient services suggested to the patient to turn the implant off and redirected the patient to follow up with their healthcare provider (hcp) to check the implanted system. Patient stated they hated to turn the therapy back off so soon, but they would t urn it off now for the next few days and monitor the pain and stated they would follow up with their hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.